Manufacturer narrative:
(B)(4). Per the field service representative (fsr) the batteries were not due to be replaced until january 2019 as they were only one year old. During release testing the batteries dropped to 12.0750 amp hours (ah) after five minutes. New batteries were installed. The unit operated to the manufacturer's specifications. The suspect parts have been returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries failed release testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) could not confirm the reported issue. The batteries measured 12.9 and 12.8 volts direct current (vdc) upon receipt. Conductance measurements were both passing at 498 siemens (s) and 508s respectively. The batteries were charged for 10 hours and had readings of 13.0 vds/495s for the first battery and 13.0vdc/513s for the second battery, both passing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.